Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was suspected to be inappropriately detecting episodes of ventricular tachycardia (vt) as supraventricular tachycardia (svt). The device remains in use. No patient complications have been reported as a result of this event.